Manufacturer narrative:
1038671-2023-00502, 1038671-2024-04176 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial subsidence, instability and/or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Prior patient related conditions also may have contributed to the reported events. Potential contributions of user related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 6 years and 28 days post-operatively of a right tka, it was reported via clinical study, that the patient experienced prepatellar bursitis of the right knee causing pain, swelling, and locking in right knee joint. Small joint effusion and prepatellar subcutaneous edema was noted on the MRI. The treatment recommended was exploration of knee joint with revision of tibial insert and rebalancing of knee joint. The patient¿s outcome was last known as continuing. The case report form indicates this event is unlikely related to device and possibly related to procedure.

Manufacturer narrative:
(D10) concomitants: serial#: (B)(6), category#: a10012 - gps implant kit v2, serial#: (B)(6), category#: 208-06-03 - cc distal fem augment sz 3, 10mm, serial#: (B)(6), category#: 02-012-50-3011 - logic fit/rbk augment 1/2 block sz 3, 5mm, serial#: (B)(6), category#: 02-012-50-3011 - logic fit/rbk augment 1/2 block sz 3, 5mm, serial#: (B)(6), category#: 208-06-03 - cc distal fem augment sz 3, 10mm, serial#: (B)(6), category#: 204-70-00 - tibial stem ext. Screw, serial#: (B)(6), category#: 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, serial#: (B)(6), category#: 02-010-06-0330 - logic cc femoral size 3, right, serial#: (B)(6), category#: 02-012-60-1440 - logic stem ext 14mm x 40mm, serial#: (B)(6), category#: 02-012-60-1440 - logic stem ext 14mm x 40mm, serial#: (B)(6), category#: 02-012-61-2000 - logic offset stem ext coupler 2mm.